Event description:
While using the wolverine cutting balloon the balloon ruptured in the patient. The balloon was removed and replaced without harm to the patient. Manufacturer response for wolverine cutting balloon, wolverine cutting balloon (per site reporter) mfg notified by site.